Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision in both eyes (ou) at a post-op exam. The date of initial treatment was on (B)(6) 2016 and date of discovery was on (B)(6) 2017. A brief description from the surgery center indicated the patient¿s final outcome did not meet the patient¿s expectations as blurred vision is present. The patient¿s chief complaint was of blurry vision and dissatisfied with results. The patient is not interested in further laser treatment. The surgery center reported the event is lasting and disabling, significantly interfering with daily activities. Best corrected visual acuity (bcva) from (B)(6) 2016 right eye pre-op 20/30 3.75 x .00 x 90; left eye pre-op 20/20 3.75 x .00 x 90. Bcva from (B)(6) 2017; right eye post-op 20/30 .50 x -.50 x 35; left eye post-op 20/25 1.50 x .00 x 90. There was a loss of bcva in the left eye as noted by the pre-op and post-op values provided.